Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-dec-2016, an fse visited the customer to address the reported event. During servicing, fse replaced the wash system valves, pumps, and syringes to eliminate the wash system as a source. Fse then ran controls with acceptable results. The customer was able to run the instrument without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a defective wash system.

Event description:
On (B)(6) 2016, a customer reported that mac controls for several analytes failed with their a1a-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting betahcg (pregnancy hormone) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.